Manufacturer narrative:
H3: analysis of the returned device found visually, there were no defects or anomalies. Functionally, continuity was checked between each electrode and the measurements were as follows: 100 ohms (blue), 37.4 ohms (blue with white stripe), 23.3 ohms (red), and 57.5 ohms (red with white stripe). All measurements were within the specification of being under 200 ohms, per the assembly drawing. In the returned condition, there was no out of specification condition identified. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device's check for ch1 was not performed pre op. There was no patient involvement.